Event description:
During a surgical procedure, the surgeon indicated that the end of the ureteroscope lens was sharp and cutting into the ureter. Several attempts were made to get more info from the customer with no success.

Manufacturer narrative:
Evaluation of the instrument finds the tubs is bent beyond design specifications leaving a severe bend in tube which has caused damage to the light fibers reducing light output by 42%. Further inspection of the distal tip of instrument shows abrasion marks that has only slightly altered its edge. Instrument has been subjected abnormal use or conditions causing damage to the telescope tube and minor wear to distal tip. The bent tube is unacceptable for return to the field, the wear conditions on the tip is noted but meets acceptance criteria for the instrument. The statement by the customer that the lens is sharp cannot be confirmed. The instrument cannot be repaired due to the severe bend and broken fibers and will not be returned to service.